Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported that the batteries became hot with device use. The components of the battery recharging system have been removed from service and replaced with a new kit. There were no reports of patient injury.

Manufacturer narrative:
Correction: this device is not available for analysis; it was not returned to the manufacturer on august 31, 2011, as previously reported. This report is filed (B)(4) 2013. Device not available for analysis.